Manufacturer narrative:
Eval not complete.

Event description:
The threaded tip of the cannulated extractor adapter broke inside of the im nail during attempt to extract nail during the scheduled extraction after initial surgery. The im nail was left in femur.